Event description:
Pt's pump will not go to home screen and she feels that it's infusing more medication than desired because she had to change her cartridge sooner than later. No adverse events reported. Serial number not provided by the pt / unk. Pt is currently keeping pump and still using. Not available for return at this time. Reported event did not occur while pump is used by the pt. Serial number not provided. Reported to (B)(6) by pt/caregiver.